Manufacturer narrative:
Section d4 (serial number): correction. Serial number was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the log files. The submitted log files spanned approximately 25 days ((B)(6) 2020 per the timestamp). No external power alarms activated on (B)(6) 2020 at 12:15 as well as on (B)(6) 2020 at 12:40, at 13:07, and at 13:08 due to the rsoc and bus voltage diminishing to ~0v while the device was connected to a mobile power unit (mpu). This is consistent with the mpu power cord disconnecting from the wall outlet or the device itself. The backup battery was able to provide power to the pump. The alarm resolved after reconnecting to the power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Per provided information, the patient has the v-lock cable and experienced a power outage on (B)(6) 2020. The patient did not notice the power cord coming loose from the wall outlet or the device itself. The serial number of the device was not provided. A root cause of the no external power event on (B)(6) 2020 was determined to be power outage at the patient¿s home; however, the root cause of the no external power event on (B)(6) 2020 was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that log files were submitted for review on 09nov2020. During the analysis of the log files, technical services observed no external power alarms while the device was connected to the mobile power unit (mpu). This is due to either the power cord coming lose from the mpu or wall outlet, or environmental factors such as power to the house being lost. It was reported that the patient will not be returning his mpu. There was another log file review requested on (B)(6) 2020. The log file captured a no external power events on (B)(6) 2020. There was no interruption in pump support during these events. It was reported the patient had a power outage at home on (B)(6) 2020. The patient was an inpatient as of (B)(6) 2020. The event log captured no external power events on (B)(6) 2020 (due to a power outage as mentioned). The event log displayed transient low_power_advisory(s) on (B)(6) 2020 around 2:10am due to a depleted battery in-use on the black power lead. It appears these events occurred during a routine change in power (connection from battery to mpu). There was no interruption in pump support during these events. There were no other unusual events seen within the log files. The mcs equipment is operating as expected. The mpu was operational as of (B)(6) 2020 and the patient was not having any issues with his mpu. The mpu has a functioning v-lock connector on the a/c power cord. The cable did not come loose or disconnect during the noted event. The patient experienced a short power interruption at his home from his service provider. The patient stated that the short power interruption was weather related.